Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. It was stuck in a motor error alarm loop during bolus. The motor was tested outside of the device and passed. It may have had intermittent failure that was not detected. Unable to confirm the motor position encoder error alarm due to erased history file. It had normal operating currents. There was no unexpected battery out limit alarm. It had cracked display window corners, cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 7.2 mmol/l. The customer removed the battery because they could not clear the alarm. They were then able to clear the alarm but received a battery out limit alarm. Rewind was completed. The pump was not bumped or dropped and it was not exposed to magnetic field. Troubleshooting was performed. The device was returned for analysis.